Event description:
Customer complaint alleges "et tube deflated mid operation resulting in unexpected exubation during surgical procedure, analysis of tube by submerging in water showed leak of air from the pilot baloon one way valve. A very small leak, enough to allow cuff to deflate during surgical procedure but not evident on nurse saftey check prior to intubation. Et tube accidently discarded". No patient injury or harm was reported.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation; therefore, one representative sample was selected from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff of the production sample was then inflated to 25mbar with a calibrated endotest. There were no issues found with the production sample; however, without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "et tube deflated mid operation resulting in unexpected extubation during surgical procedure, analysis of tube by submerging in water showed leak of air from the pilot balloon one way valve. (Cont.) A very small leak, enough to allow cuff to deflate during surgical procedure but not evident on nurse safety check prior to intubation. Et tube accidently discarded". No patient injury or harm was reported.